Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The manual for the product and manuals for all other equipment was followed. The instructions for reprocessing are followed in "reprocessing: general policy" chapters 5 through 8. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the device yielded no image. This is attributed to the damaged cable connector.

Event description:
As reported for this event, the device yielded no image. There was no error message received. There is no patient involvement for this event and no harm to any patient. The device was inspected prior to use. No damage or abnormalities were observed. No damage was observed on the cable. No foreign objects such as hard water residue, dust, lint or grease were observed on the electrical contacts. The device was compatible with the ancillary equipment being used. The device was never dropped. There were no kinks, buckles or twists in the cable cord. The physician is experienced in using this device.

Manufacturer narrative:
The event took place during preparation for use. The details of the other devices used during this event are not available. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements which can prevent this issue from happening: · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.